Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor wanted to place the angio-seal, the foot did not deploy. There was no harm to the patient. Additional information was received on 17jan2020. The procedure performed for the patient prior to use of closure device was pv angiogram. A 5fr sheath was used. The angio-seal did not deploy. The patient was in stable condition. Hemostasis was achieved with a second angio-seal. There was no blood loss greater than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 6f angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the header bag. The kinked guidewire was returned as well. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the suture broke upon pulling and full testing was unable to be completed. The tensioner was then removed from the carrier tube assembly and several complete turns of the suture were remaining on the spool. The suture was still tethered to the suture tensioner disk. A pair of tweezers was taken to dislodge the suture from the spool. The suture easily unspooled from the tensioner. No anomalies were noted. The suture broke into the pieces upon application of minor manual tensile force. Certification of analysis was reviewed and no inconsistencies were noted in the strength of the suture. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. The reason for the fragility of the suture is likely due to the suture being exposed to the extreme heat or a moisture rich environment and degrading as polylactic acid is known to do; the amount of time between the date of the event and the receipt of the device likely led to the exposure of blood and moisture coated suture on the used device to ambient conditions unwholesome to the integrity of the suture. It is unclear what environment the device was subjected to during transportation environmental components likely contributed. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to g4 of the initial report submitted. Section g4 was initially inadvertently submitted with the date received by manufacturer: 15jan2020; however, the correct date received by manufacturer is: 14jan2020.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was reported that the actual device was available for evaluation; however, the device has not yet been received. Therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.